Manufacturer narrative:
Device manufacture date: monitor, electrode belt - 10/2008. Device evaluation: the monitor and electrode belt were fully functional. Device recording summary: device startup 11:20:44 am in 2009. Bradycardia detected at 06:13:34 am the following day. Shortly thereafter at 06:17:00 am, asystole is declared. ECG shows the patient initially in atrial fibrillation with a ventricular response rate of 74 bpm. The rhythm slows to 23 bpm before transitioning into a idioventricular rhythm with a rate of 69 bpm interrupted by a 4.5s and then a 2.6s pause. About 23 seconds after the final pause, the ventricular rhythm transitioned into asystole. Device shutdown (battery pulled) at 06:16:xx am. Conclusions: the device properly detected and alarmed for asystole, which occurred about 3.5 minutes after the onset of bradycardia. No treatment sequence was initiated for bradycardia as this is a non-treatable rhythm.

Event description:
The account coordinator (ac) of a male patient contacted lifecor customer support to report the patient had died in 2009. The information she had was that the patient was in the hospital and went into vt/vf. The vest went off, but the hospital had to use defibrillator paddles. A patient services representative (psr) visited the hospital and retrieved the monitor, electrode belt and a battery pack. The rest of the equipment is missing. The psr tried to download the monitor, but could not. She shipped the components back. When the monitor arrived at lifecor technical support, downloaded the monitor with no problems. The download showed an asystole event on the day in question.